Manufacturer narrative:
Pr (B)(6) follow up for device evaluation. One loose sample and three photos were provided to our quality team for evaluation. The assessment confirmed that the stopper was not securely attached to the plunger rod in both the physical sample and all submitted photos, which is non conforming to product specifications and likely associated with the assembly process. The lot number was not provided, therefore, a device history record review or quality notification review could not be performed. Based on the available analysis, the reported defect is confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns stopper was defective / damaged. The following information was provided by the initial reporter: material # 301073. Batch # unknown. Verbatim: yes, I send it out with my own shipping label it was a 3ml syringe received, only the 3ml syringe was received no 5ml syringe available please continue investigation for the 3ml syringe. Are you sure the 3ml syringe does not exhibit the stopper issue based on the photo attached and sample received looks like the syringe has some type of damage. "It was reported that 'syringe leaks upward into chamber above injectate losing pressure for injection to be completed.' The customer reported that the syringe was replaced and there was no serious injury identified, medical intervention required, or follow-up care needed.¿